Manufacturer narrative:
Age at time of event: late 50's. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage and stent foreshortening occurred. The patient presented with dyslipidemia and aggravating exertional chest pain. Cardiac computed tomography (CT) revealed severe stenosis in the right coronary artery (rca). Coronary angiography (cag) revealed 90% stenosis in both rca proximal and rca mid. A percutaneous coronary intervention (pci) procedure was performed via right radial artery approach. A non bsc guide catheter and non bsc guide wire crossed the rca. After pre-dilatation using a 2.0x15mm emerge balloon catheter, optical coherence tomography (oct) was performed revealing the presence of diffused and massive lipid plaque in the rca and there were complication concerns such as slow flow. A non bsc embolic protection filter was positioned distally and then a 3.5x28mm synergy stent was placed in the mid rca and a 4.0x8mm synergy stent was overlapped and placed in the proximal rca. Post dilatation was performed using a 3.75x10mm non bsc balloon catheter. Slow flow was resolved and the filter was attempted to be retrieved, however, would not cross the deployed stent. A non bsc guide extension catheter was positioned near the overlap of the stents and the filter was carefully pulled in inside the guide extension catheter. When the filter and guide extension catheter were retracted inside the guide catheter, severe resistance was felt and the filter was unable to pull out. Under fluoroscopy, the stent that was placed in proximal rca was found to be lifted from the overlap part and the filter was trapped inside the stent. Eventually, the filter was pulled out by brute force. As a result, both ends of the stent in the proximal rca were deformed. The blood flow in the rca was maintained good. Two non bsc guidewires were positioned and intravascular ultrasound (ivus) was used to check wire positioning. Post dilation was performed using a small diameter balloon, then a slightly larger balloon, and finally a 3.75x15mm non bsc balloon. The stent length was reduced, however, dilatation and apposition of the stent were now good. There were no patient complications. During the re-evaluation cag after six months, restenosis was not observed inside the stent and even with oct, there was no severe mal-apposition on both sides of the stent and a relatively good new endothelium was observed.